Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on an e602 analyzer. The erroneous results were reported outside of the laboratory. This medwatch will cover the ft3 assay. Patient identifier (B)(6) for information regarding the ft4 assay. The sample was initially tested at the customer site on an e602 analyzer. The sample was provided for investigation, where it was tested on an e601 analyzer and an e411 analyzer. Please refer to the attachment for all patient data. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e601 analyzer used for investigation was serial number (B)(4). The ft3 reagent used on this analyzer was lot number 152267, with an expiration date of may 2017. The e411 analyzer used for investigation was serial number (B)(4). The ft3 reagent used on this analyzer was lot number 152267, with an expiration date of may 2017.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contained an interferent to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.